Event description:
In 2001 pt had a blood culture done which tested positive for mrsa and two days later the exit site of the access grew mrsa. Pt was hospitalized and treated with antibiotics with resolution of the infection.